Event description:
It was reported that blood was found leaking from the connection between tubing and dip chamber of a blood solution administration set. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, a retained sample was evaluated. Visual inspection and gravity testing were performed on the sample; the device operated per specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.